Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the et tube appeared to be used as biological material could be seen inside the extruded tube material. Visual examination of the cuff revealed one small cut, approximately 1mm in length, in the cuff material. No other defects were observed. An attempt was made to inflate the cuff; however, the cuff immediately began losing pressure. The tube was immersed in water and leakage was observed at the area of the cut. The reported complaint of a leak was confirmed based upon the sample received. The returned et tube was confirmed to leak from a small cut in the cuff material. However, all et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage would have been present at manufacturing. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. The returned device showed evidence of use. Therefore, based upon the time of discovery and the damage observed, it was determined that operational context caused or contributed to this event. Other remarks: the IFU for this product was reviewed as a part of this complaint investigation. The IFU instructs the end user, "prior to intubation, test the cuff inflation system: insert a standard luer tip syringe in the valve. Inflate the cuff. Remove the syringe. Check for leaks. Reinsert the syringe and completely deflate the cuff."

Event description:
The customer alleges that the endotracheal began leaking. No patient injury or patient consequence reported. The patient was undergoing a spinal surgical procedure.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the endotracheal began leaking. No patient injury or patient consequence reported. The patient was undergoing a spinal surgical procedure.